Event description:
It was reported that a motor stall occurred following a magnetic resonance imaging (MRI) and it took over 12 hours to recover. It was noted that the patient was admitted to the intensive care unit (ICU) for other medical conditions and to rule out anything related to baclofen. At that time, the patient was found to have a urinary tract infection (uti) and it was unknown whether the uti had been present at the time the patient was implanted. It was reported that the pump was set to run at minimal rate to address these conditions. It was noted that a myelogram of the catheter was planned to look at its placement and a lumbar puncture was planned to monitor the patient's risk for infection. It was indicated that there were no patient symptoms/injuries related to this event. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported there was another confirmed motor stall two days ago. There was also a tube set alarm noted in the logs. The motor stall was noted in the event logs with no motor stall recovery recorded. The pump was interrogated five minutes ago at the time of the report. The motor stall was caused by a magnetic resonance image (MRI) or other medical procedure. It was reported that the patient was asymptomatic and did not have the pump interrogated post-MRI. The issue recovered without sequela.

Event description:
Additional information: the cause of the event was a magnetic resonance image (MRI) on two occasions. The motor stalls both recovered. The first stall lasted 12 hours and the second stall took 36 hours to recover. The pump was not interrogated until 36 hours after the second MRI. The healthcare provider (hcp) was not informed that the scans were done. The catheter placement was good. The patient had an increase in spasticity and had an extended hospital stay. The outcome was non-serious injury/illness.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).